Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that while using the programmer to turn on the stimulation a ipg low battery warning was noted. The stimulation was able to be turned on. A sjm representative was able to assist to clear the low battery warning flag and both programmer and stimulation were working again. The patient is scheduled for a meeting with a sjm representative in the future to determine passivation or battery depletion.